Manufacturer narrative:
The field service engineer (fse) identified damaged tubing in the rinse unit. The investigation determined the event was consistent with contamination of the cuvettes by sodium ions. The results provided suggest there were remains of sodium hydroxide (naoh) in the cuvettes. After replacing the tubing the customer had no further issues. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. The initial result was 165 mmol/l. The repeat result was 141 mmol/l.